Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was unable to be confirmed due to limited information received from the customer. DHR was reviewed and no discrepancies relevant to the reported event were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Concomitant medical products: xlpe liners, # item 00632005032, lot 63336842. Femoral stem, # item 00771101020, lot 63374453. Shell porous with multi holes, # item 00620205020, lot 61126976. Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2019-02381. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the patient underwent revision due to dislocation approximately two years post initial left hip surgery. When the surgeon went in to put in the new liner, he found the liner she had in, was cracked completely in half. Liner and head were revised. No additional information available.